Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, scrub nurse was able to slide the plastic sheath below the tip up after the case to expose the wires, it wasn't happening during the case. This was the second device used in the case.